Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had over temperature errors. They re-calibrated the over temperature limits using the level 1 temp check dsta-40 thermometer operator's manual. During their temperature adjustments, they discovered that the off membrane button (orange) did not always respond when pressed. The over temperature test also failed after running the unit for thirty minutes, following its second over temperature alarm calibration. They have tried re-calibrating this unit three times only for it to fail. On my first over temperature calibration, the unit worked well for one day before it started alarming (over temperature). The second and third attempts at over temperature calibration resulted in shorter times before unit failed with the over temperature alarms. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D3 - mfg establishment name and address: corrected. H3/h6: the suspect pump was returned for evaluation. Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to damaged main pcb. As a result, the main pcb was replaced. The device passed all functional testing after repair.